Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water nozzle was unable to be further specified. Moreover, no deformation or breakage of the nozzle was observed, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found, that the nozzle was clogged; due to foreign material of an unknown origin. Additional findings include the following: the bending section cover had a leak on the insertion part, the light guide cover glasses glue was chipped, the charge-coupled device cover lens glue was chipped, the distal end cover was cracked, the bending section cover glue was separated, and the natural air supply volume at it, water contact, water removal, air function, water flow were not to specification; due to the clogged nozzle. The following were not required, but recommended for repair: the light guide lens was chipped, the charge-coupled device cover lens was scratched, the bending tub was deformed, the connecting tube had a scratch, the universal cord was scratched, the connector plug unit had a dent, and the specified angle and orientation 140,140,120,120. The investigation is ongoing. And follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope was clogged. The issue was found during evaluation. Inspection and testing of the returned device found that the nozzle had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.